Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2013- device evaluation: the pump has been returned and evaluated by product analysis on 06/21/2013 with the following findings: a review of the black box history showed the last basal delivery was on 04/23/2013 and the last bolus was on 04/22/2013. There were no alarms or errors in the alarm history related to the complaint. The user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals, showing that the pump was delivering accurately up until the last date used by the patient. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) in the 400 mg/dl range with thirst. This reported elevated bg does not meet animas' criteria for a reportable adverse event. The patient alleged that the elevated bg was due to the pump being locked, as the bg elevations occurred at a time when the pump was locked. Animas customer technical support advised the patient that the basal delivery continues even if the pump is locked. The patient denied site/set issues at the time of the elevated bg and was not able to recall the last time the site/set was changed when the reported elevated bg occurred. The patient stated she believed the pump settings were correct at the time of the event. The patient was unwilling to discuss pump issues because the patient had sent the subject pump back to animas and it had been replaced. This complaint is being reported because the patient alleged that the pump was not delivering insulin as intended while in the "locked" mode.